Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a trans-carotid tavr procedure with a 23mm sapien 3 valve, resistance was felt while inserting the certitude sheath into carotid due to calcification in the artery, and the sheath tip had buckled. A new certitude sheath was used, and the patient required a patch on the carotid artery. The patient was well after procedure.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and visually inspection showed the esheath distal tip is damaged. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficult to introduce esheath and distal tip damage were confirmed per evaluation of the returned device. The complaint description states, 'it was an implant of a 23 mm sapien 3 valve in aortic position by transcarotid approach. While inserting the certitude sheath into carotid, resistance was felt. Upon inspection, sheath tip had buckled' and 'as per medical opinion, the resistance was due to calcification in the artery'. For the transaortic approach, the training manual states, 'the access site on the aorta should be free of excessive calcification and at a location that will allow sufficient sheath depth and proper balloon deployment'. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles that may lead to the reported difficulty. Additionally, large, calcified nodules can damage and/or weaken the sheath during advancement. It is likely that excessive manipulation was used to overcome the experienced difficulty felt when advancing the sheath into the patient's anatomy. This manipulation could have then led to the reported distal tip damage. Additionally, access to the carotid artery is not indicated for use with the certitude delivery system, which may have resulted in the observed difficulties introducing the sheath in the carotid vasculature. The rigid shaft body of the certitude sheath is not designed for trackability through a tight vessel. When determining the access site for transaortic approach, the access location needs to be 'free of calcification' and 'allows the sheath to be placed in a straight line to the annulus' per the training manual. It is likely these criteria were not met for the transcarotid case. As such, available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation, off-label use) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5 and h6 based on additional information.

Event description:
It was initially reported by an edwards canada affiliate, that during a trans-carotid tavr procedure with a 23mm sapien 3 valve, resistance was felt while inserting the certitude sheath into carotid due to calcification in the artery, and the sheath tip had buckled. A new certitude sheath was used, and the patient required a patch on the carotid artery. The patient was well after procedure. Per follow up report, the patient required a patch on the carotid artery due to a dissection, and was well after procedure.